Event description:
It was reported that the pulse generator exhibited multiple episodes of noise reversion. The patient was not symptomatic. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.